Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery in the middle of the night. The blood glucose reading was over 500 mg/dl during the high incident about 2 weeks prior. The most recent blood glucose reading was 93 mg/dl. The customer stated that the no delivery alarm was resolved by a complete infusion set change. Nothing further reported.